Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
It was reported that when powering on the ventilator, there were error codes indicating 35 volt supply failed, over voltage protection (ovp) circuit failed, 5 volt supply failed and motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed. There was no patient involvement. The customer troubleshot with technical support and was advised to swap the power management (pm) board or mc board. The customer reported that replacing the mc board addressed the reported issue.